Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use at the time of the reported event. The customer was performing vascular treatment, which was completed by using a portable c-arm. The philips remote service engineer (rse) examined the system remotely and confirmed that the geometry movements were unavailable. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the system detected a collision and that activated the bodyguard sensor causing the system to have movement issues. The fse determined that there was some alignment issue. The fse showed the cath lab technician how to align the detector properly with the collimator, so that error messages will not generate. To resolve the issue, the fse completed stand longitudinal current calibration, bodyguard calibration and force sensor calibration. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable. No harm was reported to philips. Philips has started an investigation of this complaint.